Manufacturer narrative:
(B)(4). Device history record batch card for the complaint lots were reviewed, and passed the qa inspection. One actual sample was returned for investigation. Based on the complaint description, it was reported the balloon could not deflate. Visual examination was conducted on the returned sample and observed that there have remaining sterile water inside balloon. However there was no any other abnormalities or design irregularities observed on the returned samples. Investigation was conducted on the actual returned sample to inflate and deflate using plain water, and observed that the balloon can be inflated and deflated without any issues. Difficult to deflate balloon could be due to various reasons such as leak balloon, faulty valve, incompatible syringe or blocked lumen or funnel. However, there was no issue with the valve and its functionality as the balloon was able to inflate and deflate with no restriction felt. Other remarks: in our current standard operating procedure, upon completion of assembly process, the finished catheters were subjected to the 100% balloon inspection and leak test whereby the inflated balloon will be left on a leak test conveyor for approximately 20 minutes. At this stage any non-inflation and leak balloon will be detected and will be cull out. After that the catheters will undergone 100% deflation test and defective products with non-deflation shall be detected during this process and will be culled out from the batch. Based on the investigation conducted, the returned sample was able to inflate and deflate without any issue and there was no resistance felt and the valve in the catheter is able to function as per intended. Therefore this complaint could not be confirmed.

Event description:
The balloon could not be deflated. The catheter was removed while the balloon was still inflated. The patient complained of urethral pain and bleeding. The patient's current condition is unknown.

Manufacturer narrative:
Qn#(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The balloon could not be deflated. The catheter was removed while the balloon was still inflated. The patient complained of urethral pain and bleeding. The patient's current condition is unknown.